Event description:
A customer contacted beckman coulter inc., (bec), and reported that they found a puddle of about 5 to 6ml on the cuvette wheel cover and on the cover over the reagent carousel on their unicel dxc 600 pro synchron clinical system. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and eye protection. Customer used paper towel to clean up the leak. No one was injured or sought medical attention due to the leak. The customer also stated that one erroneous creatinine (cr-s) result was generated. The original creatinine result was 2umol/l and was not reported out of the lab. The patient sample was re-tested on another instrument, and repeated result of 51umol/l was reported out of the lab. The customer reran some patient samples that were run around the time as the erroneous creatinine result was generated, and all other results matched. The customer setup the instrument to flag and notify any results that are <27umol/l. Patient treatment was not affected in connection with this event. Per the customer, qc was run before this event and the results were within the established ranges. Concurrently with this event, the customer was running urine qc and the urine qc was out of range for creatinine.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse found water spilled through the reagent probe wash collars, and replaced the solenoid valves for reagent probe a and b which resolved the issue. Cause for the leak appears to be the solenoid valve.